Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing was not connected to the site and was spinning around in the dispenser when it was opened. Reportedly, at the time of this event, the patient's blood glucose level was in the range of 100 - 115 mg/dl. Moreover, there was no damage when the package was first opened. Further, the patient was able to put on another infusion set and had successfully resumed insulin delivery. No further information available.